Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl. The customer delivered a correction bolus. During troubleshooting with tandem's technical support, the customer expelled air bubbles from the cartridge. Reportedly, the customer indicated that the cartridge would be changed and that insulin delivery would be resumed.